Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a precheck, the cardiosave intra-aortic balloon pump (iabp) was alarming for low helium but the bottle is full. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit but the fse was not able to confirm as this alarm is not logged. Then the fse had replaced the "d670-00-1164" - pcb, front end, rohs so, that after the replacement the system had went through the functional testing and safety checks according to the factory specifications. The unit had passed all the functional and safety tests per the factory specifications. The unit was returned to the customer for the clinical use. There was no involvement of the patient and no harm reported.